Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscopic camera manipulator (ecm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The endoscopic camera manipulator (ecm) was analyzed and found to have ecm insertion axis failure during check sensors via matlab. Axis 3 brake will be replaced as a fix. A root cause of the reported failure was attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the insertion axis of the endoscopic camera manipulator (ecm) could not be moved, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported issue. The fse replaced the ecm to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint; however, evaluation/investigation has not been completed. The complaint regarding ecm failure was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is being reported due to the following conclusion: an ecm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the clinical sales representative (csr) informed the technical support engineer (tse) that the surgeon could not move the insertion axis of the endoscopic camera manipulator (ecm). The tse had the csr perform power cycle the system, hard power cycle the patient side cart (psc) and check the ecm without drape, but the issue persisted. The field service engineer (fse) will follow up to resolve the issue. There was reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. The system initially powered on without errors. Ports were placed. The customer stopped using the ecm and held the endoscope manually to complete the procedure. There was no patient impact.